Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
May 30, 2017: litigation received. Litigation alleges pain, release of metal and metal ions into his body tissues and blood. Patient also experienced distress, anxiety and limitation of movement. Patient has not yet undergone a revision surgery, however he is in the process of having it scheduled.

Event description:
After review of the medical records the patient was revised to address adverse local soft tissue reaction secondary to large diameter metal on metal bearing tha. Patient was experiencing pain, adverse tissue reaction, elevated metal ions however lab result shows ppb is below 7. MRI also confirmed the adverse tissue reaction. Operative note reported consistent with adverse tissue reaction. Patient had a breech in the posterior capsule from which the fluid was coming. There was some corrosion debris that was present but morse taper was not affected. Patient had significant osteophyte this was removed. There was also some erosion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).